Event description:
A surgeon reported having multiple pts with intraoperative evidence of the suture stretching, causing multiple re-ties. Stated: in this particular pt, I performed bilateral lateral rectus resections and had trouble with both sides. On post-op clinical examination, it is evident that the left lateral rectus has slipped back from its sutured location far enough to cause limitation of muscle function. This will require repeat surgery.

Manufacturer narrative:
Product was not available for investigation, including root cause analysis. A review of the complaint database indicates there have been no previous complaints of this nature regarding this lot of product.